Event description:
While discussing sample handling with customer service, the customer mentioned a vancomycin sample with inconsistent results from (B)(6) 2010. The customer further indicated the erratic result was most likely due to sample handling. There is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customer. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4), evaluation, conclusion: sample handling is believed to be a contributing factor; however, additional requirements for centrifugation have also been added to the handling instructions. There is a potential to generate falsely elevated architect ivancomycin patient results due to sample or sample handling issues causing interference. In response to the issue a product correction was initiated. All current customers who have received the architect ivancomycin assay were sent the product correction letter with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. New customers will receive the information in the form of a product information letter distributed with the product.

Manufacturer narrative:
The investigation for field action fa13sep2010 determined the root cause of architect ivancomycin (list number 01p30-25) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue related to falsely elevated results due to contamination, and will eliminate the need for customers to perform additional sample centrifugation as instructed in product correction letter of fa13sep2010. A product information letter regarding this new reagent was issued on (B)(4), 2012 informing ex-us customers that the new reagent formulation, list number 1p30-27 will be available (B)(4), 2012. The additional sample centrifugation as instructed in product correction letter of fa13sep2010 will continue to be followed by us customers. Submission for the us 510k clearance of the new product will occur the (B)(4) of 2012.